Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a diffuse lesion located in the tibio-peroneal trunk to tibial artery and described as heavily calcified. It was reported that prior to use the amphirion deep device, another balloon catheter was used to treat the lesion (details unk) with no issue reported. It was reported that the amphirion deep device was inspected prior to use with no abnormalities noted. It was reported that some force was required to advance the amphirion deep device through the lesion due to the high calcification. It was reported that, the balloon of the amphirion deep device ruptured on first inflation at nominal pressure. Some fragments of the balloon remained in the pt and were removed by using a catheter. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval: results: (no device received for eval). Results/conclusions: (heavily calcified lesion), (force applied to the device during its advancement).